Event description:
It was reported that using a femoral artery access approach during a procedure of the 99% stenosed ramus the 3.0 x 15 mm xience v stent was deployed, however, a stent edge perforation was noted. A second stent was used as treatment with a good result; the patient was reported as doing fine. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The reported patient effect of perforation, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.